Event description:
It was reported that at the time of the pump replacement, the original catheter was found to be blocked. The catheter was replaced. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).